Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the visual examination of the device did not find any leaks. Functional testing identified, the pump failed the activation test. Although the testing results were able to identify a defect that could affect the functionality of the pump, the reported allegation of pain is unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed, that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the device, did not identify any leaks. Functional testing identified that the pump, failed the activation test that verifies that with the pump in the deactive state. Fluid does move from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf (pound-force) with no back pressure on the cylinder to the pump. These activation issues could affect the functionality of the pump. Labeling review: the instructions for use (IFU) was reviewed. The patient symptom pain was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported, that the patient is unable to inflate the device properly. He has had difficulties to do so, since implantation in 2019. Physician reset pump several times, but the patient still states, that the pump is difficult to utilize. And that he is feeling pain in the scrotum from inflating frequently. The patient underwent a surgical procedure, in which his pump was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient is unable to inflate the device properly. He has had difficulties to do so since implantation in 2019. Physician reset pump several times but the patient still states that the pump is difficult to utilize and that he is feeling pain in the scrotum from inflating frequently.

Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported pain cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is unable to inflate the device properly. He has had difficulties to do so since implantation in 2019. Physician reset pump several times but the patient still states that the pump is difficult to utilize and that he is feeling pain in the scrotum from inflating frequently. The patient underwent a surgical procedure in which his pump was explanted and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts